Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on (B)(6) 2018, under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018, under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).